Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. X-ray revealed that the ipg had migrated. It was noted that the patient had lost weight from 170 pounds to 130 pounds. As a result, the patient underwent surgical intervention during which the ipg was repositioned with no complications.